Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 2520274 - 2016 - 14459 is a duplicate of MFR# 1045834 - 2016 - 11778. Reference MFR# 1045834 - 2016 - 11778 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified craniotomy surgical procedure, it was observed that motor device stopped working and displayed an e6 error on the console device while in use with an attachment device. There was no significant delay to the surgical procedure. Spare devices were used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.